Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device cat # unknown - unspecified bd¿ pen needle. Medical device lot # unknown. Medical device expiration date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown. Device manufacture date : unknown.

Event description:
It was reported that 1 bd sterile 0.25x5mm needle leaked. The following information was provided by the initial reporter:   the consumer reported that the medication spilled from the device and more dosage than normal was received.